Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver failed the system check three times in a row. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). Follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver failed the system check three times in a row. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the drivers external components revealed no anomalies. The patient file was copied and reviewed, which revealed only one system check failure. Investigation testing indicated that the possible root causes for the customer-reported system check failure are the following: the end user left the drivelines connected to the driver when prompted to remove them during the system check, or the end user did not remove the orange driveline shipping plugs before conducting the system check. These scenarios would have caused the system check failure observed. The investigation concluded that the companion 2 driver performed as intended and that there was no evidence of a device malfunction. The customer-reported issue posed a low risk because the issue was observed during a system check when the driver was not supporting a patient at the time of the reported issue. Per the companion 2 driver system operator manual, hospital personnel must complete the companion 2 driver system check upon receipt, prior to use, and every six months if the driver is not in use. The companion 2 driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.